Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation and embolism could not be determined. The reported perforation and embolism are listed in the mitraclip system instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported minor injury/ illness / impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6 device code 4559 removed.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report injury to the septum. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet. During a mitraclip procedure, a steerable guide catheter (sgc) was inserted through the septum. It was confirmed by echocardiogram, that septal tissue was attached to the tip of the dilator. As the team was discussing pulling the sgc to the right atrium, the tissue had embolized and disappeared. The procedure was continued and 1 mitraclip was implanted. The mr was reduced to grade 1. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.